Event description:
At 2 1/2 months after percutaneous coronary intervention, restenosis was found.

Manufacturer narrative:
This patient presented to the cardiac catherization unit with stable angina pectoris and 1-vessel disease was found. Pre-procedure medications included aspirin 100mg, clopidogrel 75mg, statins and beta-blockers. Intra-procedure medications included unfractionated heparin. Pre-procedure cardiac enzymes included ck-mb less than 2 times above the upper normal limits. Percutaneous coronary intervention (pci) was performed on a 71% de novo lesion in the distal to proximal left anterior descending artery (lad) of 90mm in length in a 2.77mm vessel diameter. The (type c) eccentric lesion had little to no calcification and an irregular contour. The lesion was pre-dilated with a 2.5x20mm balloon at 10 atmospheres (atm) before deploying four overlapping stents. A 2.25x33 cypher select stent was deployed at 11 atm and post-dilation was conducted with a 3.0x20mm balloon at 18atm. Then a 2.5x33mm cypher select stent was deployed at 14 atm and post-dilation was conducted with a 2.0x30mm balloon at 18 atm. Then a 3.0x33mm cypher select stent was deployed at 12 atm and post-dilation done with a 2.0x30mm balloon at 18 atm. Finally, a 3.0x13mm cypher select stent was deployed 12 atm and post-dilation with a 2.0x30mm balloon at 18 atm. There were no procedural complaints. Post-procedure medications included aspirin and clopidogrel for two months, statins, ace inhibitors and beta-blockers. Post-procedure cardiac enzymes were not provided. Approximately 1 month later, the patient complained of chest pain. A repeat coronary angiogram approximately one month later, revealed 90% focal in-stent restenosis less than 10mm in length. There was no peri-stent stenosis. It was treated with balloon dilation only. It is not known which of the four stents were involved in this event. Therefore, all are reported. Please note that this products is not distributed in the united states. However, they are similar to the us distributed. The product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four products associated with this event that were reported under the following manufacturing numbers 9616099-2007-01091, 9616099-2007-01092, 9616099-2007-01093 and 9616099-2007-01094.